Manufacturer narrative:
Carefusion file identifier: (B)(4) . Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed ext high peak, circuit occlusion and safety valve. There was no patient involvement associated with this event.